Manufacturer narrative:
Further information was received indicating this event did not indicate a malfunction on this product. The event was due to a non-abbott product and no malfunction was alleged on this product.

Event description:
Additional information was received that the event was not related to the device. The event was due to a non-abbott product.

Event description:
During a remote follow-up, increased defibrillation impedance was observed on the right ventricular (rv) channel of the device. No intervention has been completed at this time. The patient is stable with no consequences.